Event description:
A facility representative reported, during an intraocular lens (iol) implant procedure. The intraocular lens was split. And lens was removed, during initial procedure. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed. And documentation indicated, the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).